Manufacturer narrative:
(B)(4): occlusion, endoleak, covering the sma, anatomy related; severely calcified and small in diameter iliacs; poor outflow, severely disease vessel and inadequate amount of heparin.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient was previously treated with a dacron graft via open repair approximately 4 to 5 years ago. The patient was being treated for an anastomotic site that was ectatic where the suture from the dacron graft was attached to the native artery from the previous open repair. The location was distal to the non functioning renal arteries. The aortic neck diameter just below and above the renal arteries was 39 mm. The access vessels were severely calcified and small in diameter 6.5 mm in diameter. The physician ballooned and dottered the access vessels prior to insertion of the stent grafts. A talent captiva thoracic stent graft could not advance to the intended landing zone. The device was removed from the patient without issue. The physician then implanted a covered stent in the external iliac artery, to open the vessel to advance the stent graft delivery system through the stent to the intended landing zone. The talent thoracic stent graft was reinserted; and still was unable to advance to intended landing zone. The device was removed from the patient without issue. The physician implanted an endurant iliac stent graft inside of the covered stent and modeled/expanded the endurant iliac device with another manufacturer's balloon. The talent thoracic stent graft was reinserted again; however, was unable to advance to the intended landing zone. The device was removed from the patient without issue. The same talent thoracic stent graft was reinserted and was unable to advance to the intended landing zone. The device was removed from the patient without issue. This device was discarded by the user facility. The physician then noticed that there was blood clot on the left side, (most likely due to poor outflow, severely disease vessel and inadequate amount of heparin administered). The physician performed a thrombectomy and removed the clot from the iliac stent graft limb restoring the blood flow in the iliac artery. The physician had inserted a covered stent in the sma, and was planning on doing a "snorkel" and implant the talent thoracic stent graft over the "snorkel." The physician then inserted a talent thoracic stent graft and advanced the stent graft to the intended landing zone. The implanted stent graft was mis-interrupted on angiogram, the physician thought that the stent graft was just below the sma artery but was really covering the sma and implanted just below the celiac artery, it was unknown during the deployment of the stent graft. It was noted that the stent graft was partially deployed and the physician changed his attention to the snorkel technique. It was noticed that the deployed covered stent dislodged from the balloon, into the sma. The physician tried to recapture the covered stent on a smaller balloon; however, it pushed the covered stent further into the sma. The physician was going to insert another covered stent to create the snorkel and didn't due to guidewire exchange difficulties. This is when it was noted that the talent thoracic stent graft was covering the sma and there was a type I endoleak. There was some flow to the sma (type I endoleak) since the talent thoracic stent graft was smaller in diameter then the vessel. The patient will be monitored by the physician. No additional clinical sequelae were reported and the patient is stable.